Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and mildly calcified first right posterolateral segment artery (rpl). A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, lesion passage was fine, but pressure was relieved while pressurizing from 2 atm to 3 atm, so it was determined to be a rupture. When checked outside the body, it ruptured on the proximal side of the blade upon initial inflation at 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination revealed that there were no issues identified with the hypotube shaft. A visual examination of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 1mm proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and mildly calcified first right posterolateral segment artery (rpl). A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, lesion passage was fine, but pressure was relieved while pressurizing from 2 atm to 3 atm, so it was determined to be a rupture. When checked outside the body, it ruptured on the proximal side of the blade upon initial inflation at 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.